Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer reported to technical service engineer (tse) that error 319 was observed on universal surgical manipulator (usm) arm 4. The customer power cycled with no change and the usm arms were all pushed together and have arm collisions at startup. The customer separated the usm arms and did a hard power cycle with epo of the patient side cart (psc) and powered back on. The 319 did not come back after the power cycle. The customer called back and the issue was encountered a repeated error 319 on usm arm 4. The customer had completed three hard power cycles with no change. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the proximal set-up joint (psuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the proximal set-up joint (psuj) for failure analysis investigation. The unit was analyzed and the system logs, the error 319 was confirmed indicating node communication faults starting at the axes controller setup (acu) board. Installed proximal suj onto golden system where error 319 occurred replicating the reported problem. Tested proximal suj on patient side cart fixture test platform (pftp) where it was found to be missing nodes a, b, and c. Further tested fiber optic cable and verified it to be the source of the fault. After testing was complete, visual inspection found no faults related to the reported event. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a communication error caused by a fault of on the fiber optic cable within the affected proximal suj.